Event description:
It was reported that the patient underwent an ams inflatable penile prosthesis (ipp) revision and replacement surgery due to a scrotal infection. The pump perforated through the skin. The physician noted that the patient had very thin scrotal skin and poor tissue integrity which may have led to the perforation and infection. The device was removed, and the patient washed out with antibiotics before implanting a new device. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an ams inflatable penile prosthesis (ipp) revision and replacement surgery due to a scrotal infection. The pump perforated through the skin. The physician noted that the patient had very thin scrotal skin and poor tissue integrity which may have led to the perforation and infection. The device was removed, and the patient washed out with antibiotics before implanting a new device. There were no additional patient complications reported.